Event description:
Boston scientific received information that this implantable cardioverter defibrillator and right ventricular defibrillation lead undersensed a run of ventricular tachycardia and therefore, did not provide required therapy. The patient was subsequently hospitalized and the device was interrogated. The device had reached end of life (eol) on (B)(6), 2010; therefore, therapy availability was limited. In addition, a fault 01 code was noted and which was due to a charge timeout (the device took longer that 45 seconds to complete a charge). The device was removed, replaced, and returned for analysis. The right ventricular lead remains implanted with the new device. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of defibrillation, pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Engineering review of stored episode electrograms confirmed the device had sensed and operated properly. The last delivered shock occurred on (B)(6) 2011. There were multiple episodes on that date that were nonsustained or diverted, as well as some that exhibited the charge timeout fault (fault code 01) where the device attempted to charge for shock delivery but exceeded the allowable charge time. A review of device memory showed the device had declared elective replacement indicator (eri) battery status on (B)(6) 2010 and eol on (B)(6) 2010. It was noted that the device reverted to storage mode, where no therapy was available, on (B)(6) 2011.

Manufacturer narrative:
A new device was successfully implanted. To date, the explanted device has not been received at boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.